Event description:
During primary surgery, two of the duraloc ceramic inserts fractured during impaction. Surgery was delayed approximately 15-30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.